Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that pump getting power error detected. They got the power error . The blood glucose level was unknown. The self test was passed. Troubleshooting was performed. The customer received multiple power error. The pump being returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to a connector resistance issue.